Event description:
It was reported that the insulin pump had an absence of a low reservoir warning. The blood glucose reading was unknown. The customer stated that the insulin pump did not alarm when the reservoir had insulin below the 20 unit mark. It was confirmed that the low reservoir warning was set to alarm at 20 units. The insulin pump passed the displacement test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.